Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced high blood glucose and insulin pump was under delivering. The blood glucose level was 26.6 mmol/l at the time of incident and current blood glucose was 20.9 mmol/l. Customer treated with manually. The customer alleges pump was under delivering as the customer needs to manually correct each time to bring blood glucose. Customer did not use the minimed 670g system. Customer declined to check air bubbles and leak. Customer alleging the insulin pump because customer's blood glucose level corrected each time manually. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The device will not return for the analysis.